Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving prialt (25 mcg/ml, unknown dose) via intrathecal drug delivery pump for non-malignant pain. It was reported that a dye study occurred; the catheter was not aspirated. The patient had a history of volume discrepancies. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. Surgical intervention was scheduled for (B)(6) 2018. The patient status was 'alive - no injury.' There were no reported symptoms. No further complications were reported.